Event description:
Vaginal - discomfort [vulvovaginal discomfort]. Tampon string is going horizontal [device physical property issue]. Makes it uncomfortable to remove - tampon [complication of device removal]. Tampon uncomfortable [medical device site discomfort]. Case description: consumer reported via phone that she removed tampon and noticed string was going horizontal instead of vertical. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Vaginal - discomfort [vulvovaginal discomfort] tampon string is going horizontal [device physical property issue] makes it uncomfortable to remove - tampon [complication of device removal] tampon uncomfortable [medical device site discomfort] case narrative: consumer reported via phone that she removed tampon and noticed string was going horizontal instead of vertical. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
An investigation is in progress for returned product received on april 25, 2022.

Event description:
Vaginal - discomfort [vulvovaginal discomfort]. Tampon string is going horizontal [device physical property issue] . Makes it uncomfortable to remove - tampon [complication of device removal]. Tampon uncomfortable [medical device site discomfort]. Case narrative: consumer reported via phone that she removed tampon and noticed string was going horizontal instead of vertical. No serious injury reported.

Event description:
Vaginal - discomfort vulvovaginal discomfort. Tampon string is going horizontal [device physical property issue. Makes it uncomfortable to remove - tampon [complication of device removal. Tampon uncomfortable [medical device site discomfort. Case narrative: consumer reported via phone that she removed tampon and noticed string was going horizontal instead of vertical. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.